Manufacturer narrative:
Complaint conclusion: as reported by the legal department, the patient was implanted with an optease filter on (B)(6) 2014 at (B)(6) hospital in (B)(6). On (B)(6) 2015 he underwent a procedure to remove the device. The attempt failed secondary to the device having tilted and migrated after placement. The patient has suffered medical expenses, pain and suffering, loss of enjoyment of life, and other losses. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter tilt, migration and retrieval difficulty (unable to retrieve from vessel wall) could not be confirmed and the exact cause of the difficulty experienced by the customer could not be determined. The event notes that the filter was placed (B)(6) 2014 and retrieval was attempted on (B)(6) 2015. The instruction for use (IFU) notes that optease filter is indicated for retrieval up to 23 days after implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Ivc filter migration and filter tilt are known potential complications associated with all ivc filter implants and is listed in the IFU. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Migration of ivc filters has also been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning and in patients who were in a dehydrated state when the filter was placed and have since re-hydrated thereby expanding the diameter of the vena cava. Additionally, the timing and mechanism of the reported filter tilt remains uncertain. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is addressed in the IFU. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient was implanted with an optease filter on (B)(6) 2014 at (B)(6) hospital in (B)(6). On (B)(6) 2015 he underwent a procedure to remove the device. The attempt failed secondary to the device having tilted and migrated after placement. The patient has suffered medical expenses, pain and suffering, loss of enjoyment of life, and other losses.